Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The drive gas check valve was replaced. Customer contact reports no patient information available. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported that mechanical ventilation did not initiate when selected. There was no report of patient injury.